Manufacturer narrative:
The reported event was unconfirmed. Received catheter attach with sample port and drainage bag for evaluation. No visual defects were noted on the returned catheter. Per the functional evaluation, the balloon was inflated with 10ml water and administered to flow rate testing. While inflated, the flow rate was 103ml/min, 111ml/min and 102ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample met the internal flow rate specification. Water was introduced thru the drainage eye and came out from drainage funnel without difficulty. Unable to duplicate the reported event. The catheter was dissected and no conditions found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications precautions for use secure the foley catheter. Use the statlock foley stabilization device if provided. Maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times. Empty the collection bag regularly using a separate, clean collection container for each patient." (B)(4).

Event description:
It was reported that the foley catheter was backing up and would not drain.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the foley catheter was backing up and would not drain.